Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and current blood glucose was 420 mg/dl. Customer reported that, he might have problem of diabetes ketoacidosis. Based on what is being reported customer does not allege pump is under delivering. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer advised that we can stop doing troubleshooting but customer insisted that we continue and come up that there is no problem with the site, insulin, pump programming. The device will not be returned for analysis.